Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced hyperglycemia while the infusion set was disconnected from the pump at the site. After the user reconnected the infusion set, glucose levels trended downward. The highest reported glucose value during the incident was 420 mg/dl, and the ilet system issued a high glucose alert. No symptoms were reported. There was no medical intervention, and assistance was provided by a family member out of kindness. Correction was achieved by reconnecting the infusion set to the pump. Investigation activities included complaint intake review and user follow-up. The investigation revealed user-reported issues with the cd infusion set, including repeated unclipping of the connector needle (¿pitchfork¿), difficulty removing the cap over the connector, dissatisfaction with the adhesive, and unsuitable tubing length. The user also reported recurring hyperglycemia and subsequently discontinued pump use. Based on previously established findings for similar reports, it was concluded that user handling and infusion set connection issues were the most likely causes. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.